Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that e226 and e228 errors occurred due to cable failure. E226 errors are those that occur when an error occurs in the communication between the endoscope and the processors. (Instructions for use otv-s300 section 10: when an abnormality occurs, 10.2 how to identify the abnormality and deal with it). On the other hand, e228 errors were found to be errors of scope ID data-corruption. (Instructions for use otv-s300 section 10: when an abnormality occurs, 10.2 how to identify the abnormality and deal with it). The probable cause of the cable failure was determined to be due to flooding from a damaged video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a broken plug unit. Additional evaluation findings were as follows: leaking from the video connector due to a broken connector, and flooding from the damaged part of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the hd 3cmos camera head had error code e226 (scope communication error) showing intermittently during maintenance. There was no patient involvement or impact associated with the reported event.